Event description:
It was reported to boston scientific corporation that a pinnacle was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant under general anesthesia for the following purpose: removal of pelvic mesh implant. On (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant under general anesthesia for the following purpose: laparoscopy; division of adhesions; colonic lavage; end colostomy. Nonsurgical treatments: on (B)(6) 2018 the patient commenced psychological medication: valium for the treatment of: to relieve anxdiety. Treatment duration: over 3 years and continuing intermittently.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.